Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (281 mg/dl). The customer thought that the high bg may have been related to the infusion set site. The site was changed and a bolus was delivered. There was no reported damage to the site. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.